Event description:
Approximately six months after the implantation, the patient developed a driveline exit site infection. The patient was treated with antibiotics (route unknown) and was discharged home at a later date.

Manufacturer narrative:
The hvad pump remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Investigations of complaints with similar circumstances were reviewed; infections are a known risk in patients with percutaneous lines and/or implantable devices, and are a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The most likely origin of the infection can be identified by blood, urine, and wound cultures and related diagnostic testing. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.